Manufacturer narrative:
The patient's age was reported as "in the 60s". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent. The cause of the event was unknown. It was reported the patient was presented to the hospital; however, it was not reported if the patient was admitted for the event. The patient was treated with an unspecified antibiotic (dose, route, frequency and duration were not reported) for the event. At the time of this report, the patient outcome for peritonitis was not reported and the patient has not recovered from the event of cloudy effluent. Pd therapy was ongoing. No additional information is available.